Event description:
Event description guidant received information that this implantable lead exhibited an increase in pacing thresholds from 0.4 v at implant ot 6.0 v currently. In addition, this lead has sensed p-waves, as demonstrated on electrograms. A guidant technical services (ts) consultant discussed possible lead dislodgement as the source for the clinical observation. No symptoms have been associated with the observation, and this lead has been in service for approximately 15 days.